Event description:
It was reported that a user on the ilet experienced hyperglycemia with a reported blood glucose of 370 mg/dl after recent changes in eating patterns and changes to meal announcements, with the caregiver subsequently withholding meal announcements and observing persistent high glucose; during the call the glucose was 179 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting assistance and education. Investigation included customer support review, transfer to clinical support for trainer guidance, and user education regarding algorithm behavior and proper meal announcement. Investigation of this case revealed no device malfunction reported and suggested that glucose control concerns were associated with algorithm adaptation and user interaction with meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.